Manufacturer narrative:
Angle out-of-calibration.

Event description:
It has been reported by service report that the bed is giving an incorrect angle measurement. No patient involvement or adverse consequences were reported.